Event description:
It was reported that the lead exhibited low impedance and out of range measurements since (B) (6) 2009. Sensing and capture were stable and no noise was seen. The patient will be monitored.